Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 450 mg/dl. Customer states they received multiple calibration not accepted alert. Customer did receive a change sensor alert. Customer was so frustrated about the sensor and the insulin pump that it did not even calibrate. Customer would not like to continue troubleshooting. The sensor will be and other devices will not be returned for analysis.